Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the fibulink syndesmosis repair kit failed and the suture broke. Surgeon removed it and is unknown if fragments were generated. Procedure was successfully completed. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9 - date of device returned to manufacture. H6 - codes updated to imdrf codes. Visual inspection : the fibulink syndesmosis repair kit/ss (p/n: fgs-1000, lot #: 20e018) was returned and received at us cq. Upon visual inspection, it was observed that only the tensioning cap (pn-1000-04), fibula link (pn-1000-03) and the tibial screw, ss (pn-1000-01) from the tibial screw and driver assembly kit were returned. The suture was not returned. No other issues were identified with the returned components of the device. Investigation conclusion : the complaint condition was not confirmed for the va-lcp lat dist fibula pi 2.7 le 3ho l79 (p/n: 02.118.401, lot # h771082) as the suture was not returned. Moreover, the suture failing during removal is expected and is not considered a failure of the fibulink system. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Please refer to the email attachment "(B)(4) fibulink syndesmosis repair kit (fgs-1000)". Device history lot - part # fgs-1000, synthes lot # 20e018, supplier lot # 20e018, release to warehouse date: 19 oct 2020 , supplier:(B)(4). No ncr's were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.